Manufacturer narrative:
Investigation details: the complaint was visually confirmed, dried insulin residue was observed in the drug chamber. An 'unable to proceed' screen appeared after attempting to perform a dry leadscrew run; alert 38 was annunciated in the notification's menu. An inspection of the interior components revealed no abnormalities. As user's supplies were not returned with the device, it was difficult to duplicate the insulin leak. The cause for the alert 38 motor stall is undetermined.

Event description:
It was reported that the user experienced leaking from the cartridge reservoir and subsequent occlusion alerts during and after a supply change, which affected insulin delivery with a reported blood glucose of 200 mg/dl and led the user to transition to alternative therapy; troubleshooting steps and education were reviewed with the user, who indicated correct technique, and no visible damage or bent needle was observed. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed leakage consistent with a seal issue and an occlusion associated with the reservoir component. No clinical symptoms associated with hyperglycemia reported. Outcomes included unexpected medical intervention in the form of medication management using alternative therapy. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.